Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The first photo sample shows the overview of the all-silicone temp sensing foley catheter with sample port connector. The second photo shows the catheter balloon. The third photo shows the inflation valve. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone temp sensing foley catheter with sample port connector. Visual inspection of the sample noted no physical defects present. Using the iin-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter balloon inflated properly with no issues. With the syringe attached the balloon deflated balloon with returned syringe; deflated balloon with inhouse syringe; deflated passively in under 5 minutes: 2 minutes and 15 seconds. No root cause could be found because the reported event was unconfirmed. A labelling review and a risk review was not required as the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they returned to the ward after surgery at night, they checked to see if the foley catheter had come out, but it hadn't. Then, it came out in the middle of the night.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they returned to the ward after surgery at night, they checked to see if the foley catheter had come out, but it hadn't. Then, it came out in the middle of the night.